Manufacturer narrative:
(B)(4). Device was not returned to manufacturer. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Continued: final angiography was performed and it was noted that a segment of the guide wire remained in the patient anatomy. The guide wire was retrieved from the garbage and it was noted that the guide wire tip was unraveled and a portion had separated. The physician assessed the location of the separated guide wire segment and consulted with another physician. No attempt was made to retrieve the separated segment and the decision was made to leave the separated segment in the patient anatomy. The patient was discharged to home in stable condition. No additional information was provided. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
User facility medwatch report: title: retained guidewire event desc: during an angiogram, the tip of an interventional wire broke off and became lodged in a branch of the patient's heart. Md was aware of the tip breaking off and consulted another physician to determine if it was possible to retrieve the wire tip. It was determined by both physicians that it was not possible to retrieve the catheter tip safety and the tip remains in the patient. Visual inspection on 10/21/2015: bme performed visual inspection of catheter and noted damage and separation of the outer winding from the guidewire core. Guidewire measured at 302cm before outer winding began to pull apart. 26mm of the inner wire core was exposed while approx 300mm of unraveled wire separated. Bme was unable to determine which section of the guidewire was retained in patient. It was reported that on (B)(6) 2015, the patient underwent a coronary procedure to treat target lesions in the left anterior descending artery and in the circumflex artery. The vessels were noted to be mildly tortuous and heavily calcified. The balance middleweight (bmw) guide wire was advanced to the target lesion without difficulty and several devices, including 6 stent delivery systems, were advanced over the guide wire without difficulty. At the end of the procedure, the guide wire was removed from the patient anatomy without difficulty and discarded.